Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50e serial#: (B)(4) description: enh st trial ld kit trial leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed bacterial meningitis following a trial. Patient's symptom's were pain at the lead site and fever. The patient was prescribed IV antibiotics. The physician doesn't believe that the infection was related to the device but the wound dressing.